Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had no motor movement alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they were not able to clear the alarm but unable to complete rewind. Customer stated that insulin pump had no delivery alarm and issue was resolved by changing complete set. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 38 noted. Motor was tested outside device and passed, however device received with corroded motor home switch.